Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used in a peg placement procedure in 2008. According to the complainant, it was observed that the box and the device were printed with the correct device size (24fr/3.4cm), but the triple label seal was incorrect, it was printed with a different size. This device was used to complete the procedure. No patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.